Event description:
Pt implanted into the nasolabial folds, upper/lower vermilion borders on 11/26/1997, onset of bruise, infection, implant extrusion and edema in perioral area 11/26/1997. Implant revised 12/22/1997, 01/13/1998, 02/23/1998. Area unknown. Implant explantation on 03/27/1998.